Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. Initial reporter: zip code is not indicated at this time. (B)(4).

Event description:
A surgeon reported that a glaucoma filtration device was difficult to release during a procedure. The shunt was removed during the initial procedure. A trabeculectomy was performed. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
Additional information: evaluation summary: the sample was received for investigation in the following manner: the shunt was received separately from the eds, eds wire depressed and retracted to the cannula opening. In light of the product condition as received for investigation, it seems that the eds trigger was handled and performed its functionality. Due to the above reasoning the complaint cannot be justified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Therefore, the root cause could not be determined and further actions are not required. Quality assurance performs periodic monitoring of similar incidents and will take action if an unfavorable trend occurs. (B)(4).